Event description:
The implantable neurostimulator (ins) died about six months ago. The patient was not sure why it died. The patient was going in tomorrow for a spinal cord system (scs) replacement but was having a boston scientific implanted. Additional information has been requested to find out if any troubleshooting was performed and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).